Event description:
It was reported connection with the patient's scs ipg and external devices was not possible. Surgical intervention to replace the patient's scs ipg may be taken.

Event description:
Follow up information obtained identified no surgical intervention was planned, no further actions will be taken.